Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. The initial reporter¿s phone number (B)(6).

Event description:
As reported, a smart flex 5x120 vas, 120cm self-expanding stent (ses) could not be deployed due to technical problems with the delivery system. No more info has been obtained. Resp. Doctor could not give further info. There was no report of patient injury. The device is available for analysis. The device was received with the stent deployed 0.50 cm.

Manufacturer narrative:
(B)(4). Complaint conclusion: a report was received that a 5 x 120mm smart flex vascular stent could not be deployed due to ¿technical problems¿ with the stent delivery system (sds). There was no reported patient injury. Attempt to obtain further information regarding the patient, vessel characteristics or procedural details have been unsuccessful. The smart flex device was returned coiled in a plastic bag with the stent partially deployed. The hemostasis valve was noted to be broken at the manufacturer¿s bond. The female luer hub to outer sheath bond was also noted to be disconnected. In addition, the sds was kinked in two locations approximately 15cm and 125cm from the distal end. The catheter was cut and microscopic analysis revealed that the distal end of the peek was not compressed or damaged in any way and appeared to move freely in the outer sheath. Functional analysis of the deployment process was successful without issue or resistance. The deployed stent was inspected and no bends or broken struts, eyelets or coils were observed. A review of the manufacturing records for this lot of products revealed that it met specification prior to release. The reported ¿sds ¿ deployment difficulty-unable¿ and ¿sds ¿ deployment difficulty-partial deployment¿ events were confirmed based on the results of the visual and functional analysis. Disassembly of the device revealed no manufacturing related issues. However several functional issues, including the kinks in the outer sheath, bent and crushed stainless steel pusher shaft and a gouge on the inner diameter of the outer sheath resulting is exposed braiding, suggest that handling and procedural factors may have contributed to this event. The product instructions for use cautions the user that if resistance is felt when inserting the sds or when initially retracting the outer deployment sheath, they should not force deployment. Resistance may cause damage to the stent or system. Users are guided to withdraw the sds without deploying the stent. They are further instructed that the hemostasis valve on the handle must be loosened to allow free movement of the pusher tube during advancement. Based on the information available for review, there are procedural factors (based on the analysis of the returned device) that may have contributed to the reported event. Neither the device history record review nor the product analysis suggests that the reported event was related to the manufacturing process. A risk assessment has been initiated to address this type of issue.